Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited abnormal sensing of r-waves. The physician later explanted and replaced the lead during a routine generator change procedure. The patient was in stable condition.